Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several alerts for noise were received. Review of records revealed possible non-sustained lead noise due to myopotential oversensing. Also suspected was post-paced t wave oversensing. Programming changes were recommended. No adverse consequences were reported.